Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficulty connecting the sheath to the clip applier and bent garage leaf were confirmed based on the returned device condition. The reported difficulties and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique, via a 6f sheath prior to an interventional procedure. The sutures of the first proglide were successfully pre-placed. Reportedly, a suture break was noted when the needle plunger was removed on the second proglide device. One addiitonal proglide device was used for successful suture placement using the pre-close technique. The sheath was upsized to an 14f. The interventional procedure was completed and hemostasis was achieved with the sutures of the two pre-placed proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.